Manufacturer narrative:
An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc freestyle libre 2 sensor. A customer reported receiving scan 'lo' (readings less than 40 mg/dl) for several hours. The customer self-treated with insulin (dose/type unknown), felt extremely tired, and called for paramedics. It should be noted that the treatment of insulin is inconsistent with the scan 'lo.' The customer was taken to the hospital where a healthcare meter reading of 150 mg/dl was obtained and customer was treated with an unspecified injection and hospitalized for an unspecified length of time. The results were plotted in a parkes error calculator and fell into the ¿c¿ zone, showing the difference in values to be clinically significant. No further information was provided. There was no report of death or permanent injury associated with this event.